Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head picture was not working. The issue was found during preparation for use for an unknown procedure and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In additional, bad cable unit connector pins was found. Based on the results of the investigation, it is likely the reported malfunction was due to rusted broken pins and bad charged coupled device. However, a definitive root cause could not be established. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the camera head picture was not working. The issue was found during preparation for use for an unknown procedure and the procedure was completed with a similar device. There were no reports of patient harm.